Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the gui printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, the 840 ventilator's graphical user interface (gui) top display had lines. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient harm as a result of the reported event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.